Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited capture anomaly. The lead was capped and not replaced. No further information was available.